Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges sinus infection and cough. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The patient alleges sinus infection and cough. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. After the first attempt, the customer responded but to have the device and components returned for evaluation and investigation were unsuccessful. After the second attempt to have the device and components evaluated, the customer responded, but unable to gather additional information related to device return. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In section h: evaluation method code grid, patient outcome code grid, evaluation results code grid and conclusion code grid has been updated.